Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoid colon resection, while performing anastomosis of rectum and sigmoid, it was noted that the device had poor staple formation. Device's donuts were incomplete. For the staple line to be fixed, surgeon had an additional resection and re-stapled the anastomosis. He stated it appeared some staples fired while others did not and may have not complete cut. The surgeon had to dissect more colon/mesentery and cut out anastomosis. It was noted that there was an unanticipated tissue loss and damage as a result of the device problem. The procedure time was also extended by more than 30 mins.